Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has recorded untreated episodes and delivered inappropriate shock therapy, not isolated to a single episode, due to double counting of low/poor amplitude signals. The vector configuration was changed, and the patient's medication was increased. This s-ICD remained in service and was eventually explanted and replaced due to a therapy upgrade to a transvenous system. This product was returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. No suspicious system errors or resets were recorded. The device defibrillation and sensing functions were tested, and it operated appropriately, according to its performance specifications. The analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has recorded untreated episodes and delivered inappropriate shock therapy, not isolated to a single episode, due to double counting of low/poor amplitude signals. The vector configuration was changed, and the patient's medication was increased. This s-ICD remains in service and no additional adverse patient effects were reported.